Manufacturer narrative:
Additional information will be provided upon results of the investigation.

Event description:
On (B)(6) 2016 we were informed by the getinge representative about an incident where as stated, a person was injured. While facility staff was present, the door started to close and rack was sticking out of washing chamber. Staff member attempted to stop the door with his hands by placing hands at the top of the door frame, pinning his fingers between the door and rack frame. Then rack was pushed into the chamber causing laceration on person fingers. The individual that was injured does not work now or ever within this department. Him and those present when it happened where not familiar with washer operations and door safety functions. After the event getinge representative checked functions of both doors. Door jamb and slack operations are within set parameters and performs within set guidelines. Reviewed with staff door closing and opening functions, safety features and aborting closure.

Manufacturer narrative:
Getinge received a complaint related to a 86-series washer - disinfector where it was indicated that a person received a small laceration on his hand while preventing the door from closing. The injured person was given first aid treatment but did not require any additional medical attention. An investigation was performed into this event. As it was stated in the incident description a rack was not loaded properly in the chamber. At this time the door began to close and a staff member noticed the issue, attempted to stop door with his hand by placing it on the top door frame, pinning his fingers between door rack and rack frame. The rack was pushed into the chamber causing laceration on the person hand. The functionality of the getinge 86-series washer-disinfector device was evaluated at the customer facility after the incident by the getinge service technician. The device was fully functional all safety features present on this machine including door anti crush protection were checked and found fully functional. Based on the technician evaluation it is concluded that at the time of the incident the device did not malfunction and was working up to the manufacturer specification. The interview was performed with the client and as stated the person who was injured does not work now and before within the department where the device was used. As it was confirmed the injured person was not familiar with washer operations and door safety functions. As found in the user manual for getinge 86-series (6001300302, rev. E): "the machine is equipped with either one or two glass doors. The doors are motorized and can be opened and closed vertically. The door have a crush protection device which is activated if anything blocks them while they are closing." Based on the information from the customer and incident evaluation it can be assumed that the person involved in the incident was not properly trained for use with our device. It is considered that if the person would have correctly been trained the incident would be avoided. It appears there has been no technical deficiency with the device which was being used at the time of the event and that a use error led to the event causing the device to contribute to the injury. No patient was involved. The most relevant use error is lack of knowledge of the device use and not following the instructions provided in user manual. If the user manual would have been followed it is considered that this event would have been avoided. Review of the previous cases was performed and based on this information we see this case as single and isolated event. Based on provided information and on the results of the investigation we do not consider the injury to be a serious injury, however we report this incident in abundance of caution. This report is being filed under exemption e2016015 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge USA, inc., (registration no. 3004147784).